Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid x mapping catheter was received for evaluation. The reported fluid leak issue could not be confirmed. The catheter showed no signs of leaks during flow testing and no anomalies were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fluid leak issue remains unknown.

Event description:
During the atrial fibrillation ablation, backflow of blood was observed from the catheter irrigation port after the pre-mapping, the catheter was replaced, and the same pump and pump tubing were used to confirm that the irrigation fluid flowed normally before mapping was resumed. The procedure was completed with no adverse consequences to the patient. There was no visible damage noted.